Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was impossible to filled. This issue was discovered during preparation. The device was filled with 161ml of sodium chloride when it was observed that the device stopped filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 15, 2021 - december 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.